Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that approximately 11 years post implant of this 29mm bioprosthetic mitral valve, the patient developed increasing shortness of breath and dyspnea on exertion. Severe insufficiency was identified. 11 years and 7 months post implant, the valve was explanted and replaced with a valve of the same size and model. The posterior mitral leaflet was preserved during the replacement. Prior to explanting the original bioprosthetic valve, a torn leaflet was noted. During the surgery, dense intrapericardial adhesions were noted. The right atrium was "thin and delicate". The pericardium was "adherent to the right atrium and required tedious dissection". A re-do coronary artery bypass graft (CABG) was also completed during the procedure. Approximately four hours after the procedure the patient was successfully extubated. Approximately six hours post procedure, the patient started coughing and became suddenly hypotensive with two liters of bloody chest tube drainage. The patient was brought back to the operating room. Active bleeding was noted from the free wall of the right atrium, near the inferior vena cava. The surgeon noted that this was area of the right atrium that had been sutured, near the coronary sinus cardioplegia site. The hole was repaired successfully with sutures. No additional adverse patient effects were reported.  Updated patient codes to field. Added relevant history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 7 months post implant of this 29mm bioprosthetic mitral valve, it was explanted and replaced with a valve of the same size and model. The reason for replacement is unknown. No additional adverse patient effects were reported.